Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician initially reported that he was experiencing difficulties opening the array past the 2.5 cm check mark in the cavity. Initially physician performed a hysteroscopy and the cavity was perfect, then after attempting to deploy the array, performed another hysteroscopy and discovered a uterine perforation that was not present during the initial hysteroscopy. The physician aborted the procedure and will bring the patient back in a few months to perform the procedure. No other information available.